Manufacturer narrative:
A technical eval of the broken device used was not performed as the device has not been made available for the investigation. Unfortunately, no info about real lot involved is available, therefore it is not possible to perform any technical investigation. A clinical eval of the case was not performed as no info about pt conditions, medical procedure, diagnosis and x-rays have been made available. Considering the event description, a locking screw code (B)(4) was broken, but no info has been provided on the actual procedure put in place, such as pre and post-operative x-rays , nor the device involved has been returned for eval, nor the device involved has been returned for eval, nor the device lot number has been disclosed. Orthofix srl tried to collect all the info necessary to evaluate the case such as pt¿s details included the current health condition and copy of the pre and post-operative x-rays. Unfortunately, this info was not made available. Therefore, it is not possible to draw any conclusion with regard to the complained locking screw breakage. In case further info is provided on the specific application of the system (e.g. X-rays) or on the device involved, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market.

Event description:
The info provided by the territory mgr stated: ¿during surgery, the head of the titanium locking screw, code (B)(4), broke. The breakage occurred by tightening the screw normally. The shaft of the screw was left in the nail applied in the pt¿s humerus. No adverse effects for the pt have been reported¿. (B)(4).